Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image failure. Additionally, camera head flooding and connector cracks were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that the camera head was flooded in the actual product. A definitive root cause cannot be identified. It is likely that the camera head was flooded, and the image function did not work properly, resulting in "image failure¿. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device exhibited "poor image quality". No reports of patient or user harm.

Manufacturer narrative:
E1- address- full name of customer facility/hospital name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.